Manufacturer narrative:
The impella cp optical pump was returned for evaluation. The analysis of the pump and data logs revealed that the root cause of the pump stop was due to bearing wear. The pump stopped after eight (8) days of use which is outside the pump's five (5) day indication for use. The root cause of the ischemia is likely due to the patient's condition or size of the patient's vessel.

Manufacturer narrative:
The impella cp optical pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) patient had impella cp optical pump inserted. The pump was removed due to a pump stop, upon removal clots was noted in the femoral artery. Percutaneous transluminal coronary angioplasty (ptca) and thrombectomy was done. The patient¿s leg was cold so a cp pump was placed on the opposite leg.